Event description:
Customer reported his insulin pump is having issues. He stated his blood glucose was high and he was giving a bolus. His blood glucose was 140 mg/dl. Several months ago, he had a high of 260 mg/dl. He states he had high around (B)(6) 2014, when using the device. Customer was disconnected from the insulin pump for awhile. The device's history showed several alarms. A temporary basal was not programmed before the alarm. Customer changed the battery, and afterwards the device alarmed. The device was not stored for a long time. Customer was advised the device experienced an unexpected restart. He was advised to monitor the device and call back if the issue recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.